Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that her blood glucose (bg) levels ranged from 200-433mg/dl with symptoms of nausea, vomiting, positive symptoms of ketones and shortness of breath. Customer support (cs) reviewed the pump history with the patient and an occlusion was detected. Review of the pump also showed that the patient is forgetting to fill cannula when changing the site. Cs advised that the patient should have changed insertion site after two high bg levels, but the patient chose to continue using bad insertion site for a full two days; then changed it after the occlusion was detected. The total daily dose and bolus and basal delivery added up correctly. Cs advised the patient to contact healthcare professional (hcp) and may need to go to the emergency room (ER) for hydration and to clear ketones. This complaint is being reported because the pump cannot be ruled out as a cause or contributor to the patient's bg excursions.